Event description:
Physician reported rupture of device. Device has been explanted. This relates to the left device.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.